Event description:
Additional information received noted pt outcome was excellent.

Event description:
Reporter noted two capsular ruptures in one surgery day two weeks ago, during routine catarct surgery. In each case, cataracts were extracted; no visible rents and intact rhexis. After cortical clean up with I/a, noticed a hole in posterior capsule. No surges and chambers were very stable. Wanted I/a tip evaluated. Pt 2 of 2: intervention and outcome unknown.